Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for an out-of-range atrial intrinsic amplitude measurement. All other atrial lead measurements are stable. Presenting electrogram (egm) showed an atrial arrhythmia was in progress. Review of the stored data identified an isolated episode of farfield r-wave oversensing (ffrwos). The reported clinical observations were documented. No adverse patient effects were reported.